Event description:
Boston scientific received information hat this patient presented with syncope which resulted in a fall and facial trauma with a sub dural hematoma. The device was interrogated which showed atrial fibrillation events with a slow fallback mode. The device was reprogrammed and medication was given to the patient. At this time the device remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be udpated.